Event description:
It was reported that a 3.0 mm diameter x 21 mm length nc sprinter rx balloon dilatation catheter was used to complete deployment of an endeavor rx drug eluting coronary stent in the rca # 3 as the balloon on the sds burst during deployment (MFR report# 2953200-2009-01251). However, it was reported that during post dilatation, the balloon of relevant device also ruptured at 15 atms. The target lesion, located in the rca # 1-3 was described as moderately tortuous, severely calcified with 75% stenosis and was post dilated. After this, a second endeavor rx stent was deployed at rca # 2; however, the balloon ruptured at 5-6 atms (MFR report# 2953200-2009-01253) and the half dilated stent was predilated with a nc sprinter rx balloon catheter which also ruptured at 18 atms (MFR report# 2953200-2009-01254). A third endeavor rx was deployed with no issue reported then a fourth endeavor rx was deployed at rca # 1 and balloon ruptured was experienced again (MFR report# 2953200-2009-01255). The half dilated stent was post dilated with another manufacturer balloon catheter and the procedure was completed. The physician commented that no issues were noticed during preparation of the medtronic devices involved in this event. He also commented that pointed part of the diffused stenosis might have caused the series of balloon ruptures. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The balloon had been inflated. Blood residue was evident in the inner lumen of the device. There was slight scratching to the outside of the balloon material. The device failed negative purge with a steady stream of air being emitted from the device, indicating a leak in the device. The device failed to hold pressure during attempts to pressurize to 10 atms. A jet stream of liquid was identified to be exiting from the mid working length of the balloon. Visual inspection identified the presence of a small hole at leak site. Communications from account confirmed that there were no issues encountered with the device during preparation. Based on the damage to the balloon material and the hole evident on the balloon, it appears most likely that the presence of severe calcification in the target vessel most likely caused the balloon damage that resulted in the balloon leak.

Manufacturer narrative:
(B)(4). Evaluation results: (calcified plaque present at lesion site). Conclusion: (calcified plaque present at lesion site).